Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. The procedure was performed under general anesthesia. Fiducial markers were placed prior to procedure. The imaging showed the hydrogel was placed in the rectum. The patient's stereotactic body radiation treatment (sbrt) will be delayed due to this event. The patient was reported stable and symptomatic. The patient is having mild difficulty passing motion.